Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, there was no flow through the recirculation line. The recirculation line was cut out proximal to the one way valve and inserted their own replacement tubing, the oxygenator was used through the remainder of the procedure. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
The returned sample was a portion of the purge line that contained the vernay valve and l connector at the end of the line. Visual inspection of the line found no anomalies. The flow of the line was tested by applying air pressure through the line in the proper direction while it was submerged in a water bath. There was no flow through the line. The line was then cut in half to individually test the vernay valve and the l connector. The vernay valve allowed flow immediately upon being pressurized. The l connector would not allow flow at all. The tubing within the l connector was cut down and manipulated. Pressure was then applied through the connector again, during which flow was allowed. A review of the device history record revealed no manufacturing anomalies. Although, a definitive root cause could not be determined, this complaint has been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.